Event description:
Orthodontist stated that while debonding a transcend ceramic bracket from tooth #11, the tooth fractured at the gingival one-third on the facial and subgingival on the lingual and distal. Follow-up therapy included endodontic treatment and a crown.